Manufacturer narrative:
Product ID, 3093-28 lot# j0444333v, implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type lead.

Event description:
Additional information from the healthcare provider stated the patient's lead placement was not optimal so the patient's voltage was increased to give a "greater effect" which resulted in the battery depleting more quickly. It was also reported the lead was replaced because it was "lateral."

Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that after the trial, the stimulation would 'work and provide relief,' but then it 'faded away.' It was noted that the settings were adjusted and then it would work again. The patient reportedly tried 'several possibilities' with programming and had not achieved results that the trial gave him. It was stated that the patient was getting up five times a night to urinate and 'didn't get any sleep' and 'was tired all the time.' It was noted that the patient was on 8.5 volt setting for therapy when he used to be down at 3 volts. It was later reported that the device only lasted '2 years' before reaching end of service (eos). It was stated that the patient's settings were 'too high.' It was noted that the leads 'weren't in the right place' and that the healthcare provider 'put the lead too high up.' The therapy reportedly worked for 'the first week' but then stopped helping to manage the symptoms after that. The device was replaced. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 3093-28, lot# j0444333v, implanted: (B)(6) 2005, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID *unkext, serial# (B)(4), impla nted: (B)(6) 2005, product type programmer, patient. (B)(4).